Event description:
It was reported that the patient has been experiencing a return of symptoms. A motor stall was noted in the event logs with no motor stall recovery recorded. The stall occurred in 2008. A "stopped pump may exceed tube set" message was also noted on the same day. The physician updated the pump and no recovery was noted on the logs. No diagnostic studies had been performed. The concentration and daily dose of baclofen being administered via the pump were not reported. Additional information has been requested but was not available on the date of this report.